Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of a hypoglycemia event and the patient complained of inaccurate glucose readings. The event happened on (B)(6) 2023 at 1:13 pm. The patient reported that the sensor glucose (sg) reading was 119 mg/dl where the blood glucose (bg) value was 56 mg/dl. The system did not assert a low glucose alert. The patient did not seek any medical attention and was able to self resolve by eating sugar.

Manufacturer narrative:
The customer reported low glucose event on (B)(6) 2023 at 1:13pm with sg = 119 mg/dl and bg = 56 mg/dl. Review of the glucose trend data show sg = 119 mg/dl at 1:13 pm and bg = 57 mg/dl at 1:23 pm. The user did not receive a low glucose alert as their sg didn't go below the low alert setting. The user did not seek for treatment and resolved the event by consuming sugar. Based on the data available in the dms, system inaccuracies were observed. In associated s4 case # 00169385 (refer to MDR # 3009862700-2024-00015), created to document sensor inaccuracies, a sensor replacement was approved due to system performance. RMA was authorized and the sensor has not been received as yet for further investigation at the time of this report. B4.date of this report 01 march 2024. G3.date received by the manufacturer? 02 feb 2024. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.